Manufacturer narrative:
This lead was damaged during the course of the extraction; therefore the lead was discarded. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to insulation damage and noise. The noise was oversensed resulting in intermittent inhibition of therapy. A review of the electrograms revealed no inhibition for greater than two seconds. No adverse patient effects were noted.